Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows a small tear in one plate haptic. There is clear surgical residue on the lens. A lens serial work order search was performed for similar complaints and no similar complaints were found within the search. Conclusions: no conclusion can be drawn; based on complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.

Event description:
The reporter stated that, the surgeon was inserting an implantable collamer lens model micl 12.6mm and the plate haptic was folded when coming out of the injector. It appeared that the lens was inverted, so the surgeon decided to remove the lens and put in a back up lens. The reporter stated that, the lens may have been loaded incorrectly due to being new at this type of surgery and that they tore the lens, when removing it from the eye. No patient injury.